Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on a vn500, sn. (B)(6) the screen becoming unresponsive during use. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected vn500 with serial no (B)(6). The reported event could be confirmed according to the investigation results and was obvious for the user. Root cause was a defective basis board of the cockpit which should be replaced. Afterwards the device must be tested according to manufacturer specs. In case of a complete failure of the cockpit, a running ventilation is not affected and continues with unchanged settings. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of faulty basis board events reported from the field is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that on a vn500, sn. (B)(6) the screen becoming unresponsive during use. No patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.